Event description:
It was reported the programmer only worked randomly. 95% of the time "major error" was displayed. Service disk was ran, but issues were still seen. The programmer was returned for service. No patient involvement or complications were reported. The radiofrequency (rf) head was also returned with the programmer and the rf head subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding software errors. These errors have been identified with an out of specification condition with the printed circuit (pc) board. It was also noted that the keyboard was loose due to broken hinges, the rail supports were broken for the sliding keyboard cover and missing wheels. (B)(4): analysis found that the cable was out of specification. It was also noted that the label was delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer only worked randomly. Ninty five percent of the time "major error" was displayed. Service disk was ran but issues were still seen. The programmer was returned for service. No patient involvement or complications were reported.